Event description:
A customer reported receiving an error 6 message on her precision xtra/optium blood glucose meter and because of that issue she could not be able to perform her blood glucose test. She also reported experiencing the following symptoms: dizziness, weakness, nausea, sweatiness and loss of consciousness. The paramedics were called and she was taken to a health care facility. She was reportedly diagnosed with severe hypoglycemia and treated with glucagon and an unk intravenous solution. Additionally, the customer reported drinking a coke to counteract the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer was attempting to use expired test strips and therefore the event did not involve a product malfunction. The device will show up on the display an error 6 message if the user attempts to perform a blood glucose test with expired test strips. This is the final report.